Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59a7z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the lobectomy, when severing the pulmonary fissure, after fired on the 1st firing, could not release firing knob. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint: (B)(4). Additional information requested and received: can you please explain what is meant by ¿could not release firing knob¿? The firing knob could not return to home position automatically. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No. Or, was there difficulty with the dark blue firing trigger? No. If yes, please explain. Did the device deliver any staples? Yes. If yes, were the staples formed in the proper closed b-formation? Yes. If no, please explain. Did the knife advance completely to the distal tips of the jaws, but not return automatically? Yes. If yes, how was the knife returned to the most proximal home position? Used manual override lever to return the blade. Was the knife reverse switch attempted? Tried, but did not work if yes, did the knife reverse switch function at all? No.